Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07256. It was reported the patient has been experiencing inadequate coverage from the scs system in the thoracic area. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report #: 1627487-2015-07256 follow-up revealed the patient was getting effective coverage from the thoracic system, however, the patient did not like the sensation of the stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2015. It was determined the patient only had a 3219 lead (device 2) within the thoracic system; therefore, device 1 was reported in error. The thoracic system was explanted per the patient's request.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.